Event description:
On (B) (6) 2010, the pt reported the infusion set became disconnected at the luer connection leading to elevated blood glucose of 419 mg/dl. He reconnected the infusion set and his blood glucose returned to normal. His normal blood glucose range is 75-125 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.